Event description:
It was reported that a malfunction occurred with the pump, indicated by malfunction code 0. There was no reported impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer switched to multiple daily injections as a backup therapy. The customer was instructed to put the pump into storage mode and return it using a prepaid label within 10 days.